Manufacturer narrative:
Reason for reoperation: deflation.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases flat and opening on anterior (valve bond edge). Leak test and microscopic analysis was performed which identified; sharp opening on valve bond edge and striated opening on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on anterior (valve bond edge) due to an unidentified (tear) opening. A striated opening due to surgical damage consist in the use of some surgical tool.

Event description:
Patient reported a right side "rupture". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right side "rupture". Device remains implanted.